Event description:
Related manufacturer reference numbers: 2017865-2021-29044. It was reported that the patient experienced a ventricular fibrillation (vf) arrest. The shock from the implantable cardioverter defibrillator (ICD) failed to convert the rhythm. The patient was externally defibrillated. The ICD and the right ventricular (rv) lead were explanted and replaced. Patient was stable post procedure.